Manufacturer narrative:
Concomitant medical products: product ID a820, product type software. Product ID 8709, lot# (B)(4) serial#, implanted: (B)(6) 2000, product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine via an implantable infusion pump. It was reported that the patient recently went through full withdrawal. A dye study was performed and an issue with the catheter was found. A catheter revision surgery was performed on (B)(6) 2021; the pump was found to be flipped and the catheter was kinked. It was noted that post surgery the patient was feeling better but they did experienced surgery pain. The patient's personal therapy manager was reported to be displaying the "pa disabled" error and the caller was redirected to follow up with their healthcare provider.